Manufacturer narrative:
Complaint confirmed on one device, the cannula was found to be broken. The directions for use for the device states not to bend the cannula. The most likely causes of cannula bending and/or breaking are not using the depth and/or prying and leveraging the device. Additionally, the implant that pulled out was returned damaged and could not be measured. Likely causes of the implant pulling out include improper insertion depth, advancing the implant out of the cannula prior to penetrating the meniscus.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl procedure a quantity two ar-4501 meniscal cinch ii from lot: f330180 malfunctioned. The trocar tips showed signs of fraying/splitting ends, and the passers were bent. One of the passers was bent at about 45 degrees roughly two inches from the tip. Additional information has been requested. Additional information received on 12/09/2019: the facility reported the cannula on both devices bent/broke at the tip before first implant deployment, and no piece broke off from any implant. The second implant did not work at all, as the devices broke at the midshaft plastic/metal junction. The first implant on the first ar-4501 pulled back through the meniscus during device removal. It was reported that no implants or portion of implants were left in the patient. The case was completed by using the old meniscal cinch, and a second surgery is not necessary. An unplanned incision was necessary. The complaint devices are available to return for evaluation. The following numbers are on the shafts of the cannulas; 12, 14, 16, 18. Additional information received on 12/30/2019: the surgeon informed the facility reporter that the additional incision was needed because they could not get a clear path to the meniscus.